Manufacturer narrative:
The device was received for evaluation. During functional testing, reported problem of "pump randomly powers off and powers on as it is moved around" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed input/output processor circuit board (pcb).the input/output processor circuit board (pcb) and shielding requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump randomly powers off and powers on during programming/set up. There was no patient involvement. No additional information is available.